Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that false positives were experienced after use with an unspecified bd lithium/heparin blood collection tubes. The following information was provided by the initial reporter: it was reported during survey response customer experienced false-positives when using lithium heparin vacutainers.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that false positives were experienced after use with an unspecified bd lithium/heparin blood collection tubes. The following information was provided by the initial reporter: it was reported during survey response customer experienced false-positives when using lithium heparin vacutainers. Additional information received 2019-12-13 from customer: customer explained that the issue she was talking about during survey happened 10 yrs ago. That was the only issue and it was solved after speaking to technical services.